Manufacturer narrative:
B3: date of event - used the first date of the month of the aware date, as no event date is provided. Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a tear on the shaft 2mm long starting 3mm proximally from the exit notch. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 15mm x 4.50mm nc quantum apex balloon catheter was used. However, the balloon shaft ruptured inside the body.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date, as no event date is provided.

Event description:
It was reported that shaft rupture occurred. A 15mm x 4.50mm nc quantum apex balloon catheter was used. However, the balloon shaft ruptured inside the body.